Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)) egia60amt, egia60amt egia 60 artic med thick sulu, (lot #n3k2360y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric procedure, the device locked on tissue and there was an error on the screen. The screen showed a handle with an exclamation mark above it, and a battery with a line going through it. Power reset was done and the retraction key was used to open the reload from being locked on the tissue. Another handle, adapter, and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle (serial#: (B)(6)) unknown egia su, unknown endo gia sulu (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bariatric procedure, the device locked on tissue and there was an error on the screen. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the blue unload switch was not in its home position. Functional testing found that the blue unload switch could be depressed multiple times and showed no hang-ups or sluggishness. The adapter was then connected to the adapter black box running a software, and the strain gauge was responsive. The adapter had procedures remaining. The adapter was connected to a clamshell and a signia handle running v29.5 software. The device went into emergency retract mode, and the remove reload screen appeared. A reload was attempted to be connected but could not be fully connected to the adapter. It was reported that the instrument locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the rotating ring being out of home position. Visual inspection noted that the the rotating ring in the distal end of the adapter was rotated out of position. Functional testing noted that because the adapter was rotated out of position, this prevented the loading of a reload. The product analysis noted evidence that the device was not used as intended. This issue can occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. Another unreported condition was identified: damage to the tip of the firing rod. Visual inspection noted that there was damage to the tip of the firing rod. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.